Event description:
Upon receipt of the device, the user reported that it did not have a white stripe down the cannula. There was no pt involvement.

Manufacturer narrative:
Date of event. The date of the event was not provided. Date entered has been estimated. This complaint could not be confirmed since the product was not available for evaluation or testing. This report is being submitted to the FDA as a result of a retrospective review of product complaints.